Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to obtain additional information were made but unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out-of-range pace impedances greater than 2,000 ohms upon review of weekly transmission data from the remote patient monitoring system. The patient was noted to be pacemaker dependent with atrial fibrillation (af). Noise and oversensing resulting in pacing inhibition of less than two seconds was also observed on the rv channel. A lead fracture was suspected. Upon ambulatory follow-up, pace impedances were within normal limits with adequate sensing and pacing thresholds. The physician elected to reprogram rv sensitivity to a fixed 10 mv and monitor the patient. Additional follow-up was also planned. No adverse patient effects were reported. This system remains in service.